Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es medication spills and cubies got wet, damaged which affecting the drawer below. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by drawer failure. The field service engineer removed all pockets, row boards and inspected to found row board a had failed in both drawers 3.2 and 4 respectively. Then pulled all below drawer 3 to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.